Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 03.037.024, lot number: t164324, manufacturing site: tuttlingen, release to warehouse date: 06-june-2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the blade inserter was received at the us cq. The inserter was received connected to a helical blade and a connecting screw. The inserter was covered in shallow surface scratches and a few small dents. The red mark was no longer present. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the blade inserter along with the associated helical blade and connecting screw. The helical blade and connecting screw could not be disengaged from the blade inserter. It was uncertain if the issue was the result of damage or deformity since purchase could not be found to unscrew the devices by hand. This indicates that the devices were too tightly affixed to one another. The complaint can be replicated with the returned device. Dimensional inspection: : shaft diameter measured and found to be conforming as per relevant darwing. Manufacturing record evaluation: the received device (part # 03.037.024 lot # t164324) was manufactured at the tuttlingen site on 06 june 2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the blade inserter. The inserter was covered in light scratches and dents consistent with typical usage. The inserter was unable to disengage from an associated helical blade and connecting screw. The red mark is missing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a trochanteric femoral nail advance (tfna), the tfna helical blade got stuck in the tfna helical-blade impactor and was not possible to disconnect from the tfna helical-blade impactor and guide sleeve. Compression/distraction nut cannot be disengaged from yellow guide sleeve. Helical blade cannot be disengaged from helical blade inserter/connecting screw and pin wrench. They are all connected together and cannot be disengaged. When the event occurred, the surgeon removed the implant and used another set. The procedure was successfully completed with a ten (10) minutes surgical delay. There was no patient consequence. This report is for a helical blade inserter. This is report 2 of 6 for (B)(4).